Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when firing the stapler during an open bowel case, the surgeon performed full and complete squeezes of the handle but staples did not deploy. It was stated that the surgeon used two staplers from the same box and neither fired any staples. The account was able to cut the tissue thinking that the staples had deployed. The surgeon then had to hand sew. The event resulted to unanticipated tissue loss.